Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the middle of the stent were raised outwards proximally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Pre-dilation was performed with a 2.0mm non-bsc balloon catheter. An opticross imaging catheter was then advanced but failed to cross the lesion. Additional dilation was performed with the same balloon catheter and the opticross was re-advanced but still failed to cross the lesion. The opticross was exchanged to a non-bsc imaging catheter and the device was able to cross the lesion. Another dilation was performed with a 2.0mm non-bsc balloon catheter and a 24 x 2.50 promus premier&#10244;rug eluting stent was advanced to treat the lesion using a non-bsc guide extension catheter; however, the promus premier&#10259;tent failed to cross the lesion. The stent was exchanged to a 2.5mm non-bsc stent but the 2.5mm non-bsc stent also failed to cross the lesion. Additional dilation was performed with the same 2.0mm non-bsc balloon catheter and the procedure was closed. The procedure was not completed. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.